Manufacturer narrative:
Results of investigation: the suspect user interface module (uim) was returned to carefusion's service department. The uim was identified to be an obsolete component that has reached end of life, thus, no further investigation can be performed as no testing equipment or parts are available. The reported issue could not be confirmed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent blank display on this ventilator. The customer stated this event was not associated with a patient event.